Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. No pump rattling anomaly noted when shaken. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. No loose components noted on the electronic assembly. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Unable to perform the history review 2 days prior to the event date 14-jan-2024 in the pump history file due to flashing medtronic logo. Cosmetic damage (pump rattling anomaly) was not confirmed; however, other cosmetic damage was noted. During visual inspection: no loose components noted on the electronic assembly. Unable to perform the functional test due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Exposed to moisture confirmed. Unable to download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the pump was damaged and had moisture damage. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported that pump was dropped/bumped with no visible pump damage. Pump rattles while reservoir is inside of the pump. Mmt-1885 was requested and customer response was the device will be returned.